Manufacturer narrative:
This initial report is being submitted now as it was erroneously submitted as a follow-up in error. Device details, patient notes, pathology reports, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with this investigation. Device manufacturing records are to be reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Cormet revision: date of implantation, date of revision and reason for revision are unknown.